Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(4) interrogation reports, pacemaker medicated tachycardia (pmt) was observed. This has been an ongoing issue since (B)(4) 2012. No intervention or programming changes have been made to the device. The patient will continue to be monitored. The lead remains implanted.